Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was over 90 mg/dl at the time of the incident. The customer's blood glucose was 254 mg/dl at the time of call. The customer's blood glucose was 52 mg/dl at the time of admission. The customer was admitted as an inpatient for medical treatment. The time of the admission was 7:30pm and the date of the admission was (B)(6) 2015. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the reservoir had more insulin than what was showing on the insulin pump screen. The insulin pump will not be returned for analysis.